Event description:
It was reported that the customer's insulin pump alarmed no delivery when trying to fill her reservoir. The customer stated that she wasted two reservoir and one infusion set due to the issue. The customer's blood glucose was unknown. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.